Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was missing pixels. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was was "high"; although specific value was not provided. Customer administered a manual injection to address elevated bg level. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.